Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported to have received a button error alarm. Her blood glucose was 96 mg/dl. She said that she was sitting against the chair when her pump started alarming button error. During troubleshooting, the customer stated that the time did not advance on their pump. They were advised to remove the battery that is currently in the pump and to insert a new one. While the customer was changing the battery, the call was dropped. The insulin pump will not be returned for analysis.